Manufacturer narrative:
Investigation into this event showed unacceptable results on a phyt precision test. On-site service replaced the ir wash assembly. Post service precision test results were acceptable. The root cause of the event was instrument related.

Event description:
A customer observed negatively biased phyt qc results. Biased results of the direction and magnitude observed may lead to inapproprate physician action. There was no report of pt harm as a result of this event.